Manufacturer narrative:
Product analysis: visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent left anterior lumbar 4-5 tuberculosis lesion clearance and lumbar 4-5 internal fixation due to spinal tuberculosis. Intra-op, set screw plug slipped during the surgery. The set screw was removed during the surgery itself. There were no patient symptoms or complications as a result of this event.